Event description:
It was reported that error code 1260 was experienced.

Manufacturer narrative:
B5: no patient injury was reported. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Faulty microprocessor unit board was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: b5: correction: no patient injury was reported. D4: correction: model number: 6500. H6: correction: event problem patient code: 4582.